Event description:
During the implantation procedure of the device involved in this report, an unexpected absence of bipolar pacing was observed immediately after connecting the lead.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. (B)(4). This feature will be re-enabled on reply sr and reply vdr in a future version of embedded implant software for new manufactured devices. Because there is no permanent safety issue associated with this behaviour (it can occur only during the implantation phase, i.e under medical surveillance), no correction is planned on already manufactured units.